Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73k1500076 investigations did not show issues related to complaint. The returned device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: only 2-3 staples can be activated. After 2 staples the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73m1400236 investigations did not show issues related to complaint.

Event description:
Alleged event: only 2-3 staples can be activated. After 2 staples the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one visistat stapler for investigation. The unit was received broken and disassembled. The returned stapler was visually examined with and without magnification. The coverblock, trigger, form tool, anvil, and spring were received loose. The cartridge containing the staples was received broken. The piece of the cartridge that attaches to the trigger was received broken and therefore could not be reassembled. The staples appear aligned properly and no assembly errors could be found within the cartridge. Reference files (B)(4) for investigation photos. A corrective action is not required at this time as a potential cause could not be determined based upon the condition of the sample received. The reported complaint that the staples stopped firing during use could not be confirmed based upon the sample received. The returned stapler was received disassembled and broken and therefore could not be functionally tested. A device history record review was performed on the lot number with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined based upon the condition of the sample received and the information provided.

Event description:
Alleged event: only 2-3 staples can be activated. After 2 staples, the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.